Event description:
It was reported that the patient had a major bleeding event tuesday evening. The patient woke up with symptoms at night and had blood all over and in her tubing. They called 911. Blood was coming out of tubing where it was screwed on. The patient was getting light headed, had chest pain, and was turning blue. The emergency room switched tubing and resumed therapy. The patient was in the hospital overnight after the tubing change and became stable. The central line change occurred. The patient stayed at the hospital for monitoring for about 1 hour after the central line change. The patient has been stable since. The only issue the patients mom reports is that she seems to have more blue lips more than she usually does. The registered nurse that the mom spoke to from the doctor office said for now leave things as is. Additional information was received by the manufacturer on 15-dec-2022 via email and attached to the complaint object. Patient details were obtained. Customer stated that pharmacy date of awareness was (B)(6) 2022, and the event was tuesday evening with no further date specified. Item and lot numbers are unknown, not provided. Tubing was changed in emergency room.

Manufacturer narrative:
No product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed.